Manufacturer narrative:
Continuation of d10: product ID ddmb2d1 ICD implanted: (B)(6) 2019. Explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was deceased and a cause of death was provided as sudden cardiac death. It was noted that the patient presented to dialysis feeling weak and collapsed outside the building. Cardiopulmonary resuscitation was started with multiple external defibrillations and rounds of epinephrine. At the emergency department, the patient remained in ventricular fibrillation (vf) and two more rounds were performed. Point of care ultrasound was performed which revealed complete cardiac standstill and code was called at that point. The disposition of the device system remains unknown. The patient is a participant in a clinical study.